Manufacturer narrative:
H.6. Investigation summary: material #: 367856 lot/batch #: 3074266. Bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cocked stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of cocked stopper. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the cap of the blood collection tube skewed, causing air leakage and insufficient negative pressure. This event occurred 1 time and no report of adverse or injury. The following information was provided by the initial reporter: stage: when opening the package. Defect: the cap of the blood collection tube is skewed, causing air leakage and insufficient negative pressure. Quantity: 1 piece. Impact: no impact on patients or users.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1: initial reporter phone: (B)(6).

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the cap of the blood collection tube skewed, causing air leakage and insufficient negative pressure. This event occurred 1 time and no report of adverse or injury. The following information was provided by the initial reporter: stage: when opening the package. Defect: the cap of the blood collection tube is skewed, causing air leakage and insufficient negative pressure. Quantity: 1 piece. Impact: no impact on patients or users.